Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported a high reading of 370 mg/dl on their freestyle meter compared with a lab reading of 200 mg/dl. The readings were taken within ten minutes and both with samples sites from the finger. The customer also reported that two months ago she felt dizzy and light headed before loosing consciousness while getting up out of bed. The customer was taken to the hosp where she was treated with glucose intravenously.